Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's health care provider (hcp) additionally reported that the patient fell shortly after implant on an end table and started having trouble/issues after that. The leads migrated or dislodged, further stated as it was unknown if it was both leads or just one that migrated. The lead revision occurred in (B)(6) 2015. The patient recovered completely.

Event description:
It was reported the patient was having both lead revised due to multiple falls on (B)(6) 2015. The leads were to be repositioned. No issues were seen intra operatively. The patient was to be programmed the week following the revision. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97792, lot# n493551, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was further reported the reprogramming was successful. The patient's physician stated that the patient recovered without permanent. The electrodes were revised successfully.